Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2007, the patient presented for office visit with complaint of neck pain with tingling in left fingers and in left arm, weakness and paresthesia in both hands, gait disturbances. The patient's MRI was reviewed and showed spondylitis changes at 2 levels. The emg testing showed damage to c6-7 and c7-8. Review of systems revealed: musculoskeletal: neck pain and joint pain; neurological: headache. On (B)(6) 2007, the patient underwent a surgery with diagnosis of cervical spondylosis with myelopathy c5-6, c6-7. Procedure: anterior cervical microscopic discectomy, c5-6 and c6-7. Anterior cervical interbody arthrodesis, c5-6 and c6-7 using peek and rh-bmp2/acs. Insertion of intervertebral biomechanical devices (peek and rh-bmp2/acs). Anterior cervical plate fixation c5- through c7 using a hybrid. Atlantis construst with 13 mm fixed angle screws in c5 and variable angle screws in c5 and c7. Per op-notes, bilateral neuroforaminal decompressions were performed, and neuroforaminal patency was assured. Meticulous removal of all cartilaginous endplate was performed and the interspace was sized. An appropriate-sized peek spacer was filled with rh-bmp2/acs soaked sponge and gently impacted into place with excellent bone implant interface. Distraction was then released from this interspace and applied to the c5-6 interspace where the identical procedure was performed. Findings at this level consisted of marked spondylitis change with severe spinal stenosis. Upon release of the large osteophytes, primarily along the inferior aspect of c5, marked improvement in morphology, amplitude and latency of neurophysiologic monitoring occurred. Fusion was accomplished in the same manner following through decompression and assurance of bilateral neuroforaminal patency. An appropriate size plate was then affixed in size points with a hybrid construct using fixed angle 13 mm screws in c6 and variable angle in c5 and c7. The lock nuts were tightened. No patient complications. The patient underwent an x-ray of cervical spine in lateral view. The patient underwent an x-ray again of cervical spine with ap and lateral view status post anterior cervical surgery. Impressions: satisfactory postoperative appearance of the lower cervical spine. The patient also underwent x-rays of chest. On (B)(6) 2007, the patient presented for follow-up. Review of systems revealed: musculoskeletal: neck pain and joint pain; neurological: headache. The patient also underwent xrays of cervical spine in ap and lateral views. Impressions: stable post-surgical appearance of the cervical spine. On (B)(6) 2008, the patient presented for follow-up with complaints of limited cervical range of motion and stiffness and pain in left anterior thigh. The cervical radiographs showed intervertebral arthrodesis. On (B)(6) 2008, the patient underwent x-rays of cervical spine in 2 or 3 views. On (B)(6) 2008, the patient presented for follow up with complaints of neck stiffness, limited rom, low back pain radiates into the upper thighs. Review of systems revealed: musculoskeletal: neck pain and joint pain; neurological: headache. The patient underwent x-rays of cervical spine in ap and lateral view. Impressions: stable radiographic appearance of the cervical spine, status post acdf, c5 through c7. On (B)(6) 2008, the patient underwent x-rays of lumbosacral spine in 2 or 3 views. On (B)(6) 2008, the patient presented for office visit with complaints of severe low back pain. Review of systems revealed: musculoskeletal: neck pain and joint pain; neurological: headache. On (B)(6) 2013, the patient underwent a MRI of cervical spine without contrast with reason of back pain and arm radiation. Impressions: multilevel degenerative changes involving the non-fused segments of cervical spinal column with critical spinal canal stenosis and abnormal cord signal at the c3-c4 level as well as severe multilevel neural report for full details. Areas of myelomalacia at the c5 level and at the c6-7 level. Advanced degenerative changes at the c7-t1 level with severe bilateral neural foraminal stenosis. Partially imaged enlarged thyroid gland containing multifocal t2 hyper intense foci. Correlation with appropriate lab values as well as thyroid ultrasound is suggested to further evaluate if not previously performed. On (B)(6) 2013, the patient underwent a MRI of cervical spine without contrast. Impressions: post-surgical and degenerative changes superimposed on upper cervical spinal congenital stenosis. Facet and uncovertebral djd with varying degrees of spinal canal and neural foraminal stenosis. The spinal canal stenosis appears most pronounced at c3-4 with a combination of acquired and congenital stenos is causes likely moderate or severe stenosis. On (B)(6) 2014 both arms. The physical examination showed pain with ranging in all directions for cervical range of motion, palpation: tender posteriorly. On (B)(6) 2014, the patient underwent a procedure of bilateral transformational cervical epidural steroid injection with diagnosis of cervical radiculopathy.